Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remote via merlin.net transmission, high, out of range, pacing impedance, high capture threshold, failure to sense were observed. High ventricular rate (hvr) episodes due to noise oversensing was noted. Lead fracture or lead disconnection was suspected. Programming change was made. Chest x-ray was suggested. The patient was stable and being monitored.